Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted for normal elective replacement indicator (eri) and returned to the manufacturer.  Subsequently, the device tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.